Event description:
Customer reported on (B)(6), 2014, the insulin pump had a blank display. Customer's blood glucose was 114 mg/dl. Customer was using duracell batteries. Performed self test and the device alarmed. Customer stated the display had missing pixels. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with currents in specification. No unexpected low battery alarms noted. The device had minor scratches on the lcd window. The device had cracked display window corners, battery tube threads, reservoir tube lip, and missing end cap sticker. The drive support disk was protruded or loose, had missing segments and partial display due to zebra connector cracked.